Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that there were high impedances. The impedances were over 10,000 on electrodes 4 and 5. The rep programmed around those electrodes. No external factors were known to have contributed to the event. The patient is alive with no injury. No further complications were reported or are anticipated.